Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device was splitting clips, scissoring clips and then it locked. The clips fell into the pt and were retrieved. A new device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.